Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that the port was placed; during the initial use it was stated "absence of venous retraction". The device migrated to the right ventricle chamber and was removed. There was no reported patient injury.

Manufacturer narrative:
It was identified during final review that the FDA registration number for this product is (B)(4), as the initial report was completed under FDA registration number (B)(4) it will remain under this registration to allow for timely submission and connection to the original report. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that the port was placed and when it was first used there was reported absence of venous retraction. The device migrated to the right ventricle chamber and was removed. There was no reported patient injury.